Event description:
It was reported that the customer received an occlusion alarm. Reportedly, customer's blood glucose level was slightly elevated (142 mg/dl.) During system check with tandem technical support, occlusion was determined to be at the infusion set cannula site. Customer indicated that cartridge and infusion set were due to be changed later that day.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental form will be submitted.